Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed . The returned device was visually examined and the following was observed: residual fluid in the balloon with altered balloon profile. No visual damage observed on balloon. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, scar tissue, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system may cause the system to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual inflation fluid from thv deployment) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath is damaged due to high insertion forces or other factors, damage on the sheath may cause further resistance as the delivery system is withdrawn into it. Finally, navigating over a damaged or kinked guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty withdrawing the delivery system. In this case, the complaint was confirmed. Investigation results suggest that patient factors (tortuosity) and procedural factors (residual fluid in the balloon) may have caused or contributed to this complaint event and subsequent vascular dissection . No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17431.

Event description:
Edwards received notification from our affiliate in australia. As reported, it was an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The valve was successfully implanted. During device removal, withdrawal difficulties were noted and it was not possible to remove the commander delivery system through the esheath. Therefore, the commander delivery system and esheath were removed as a single unit. During inspection after withdrawal, it appeared that the commander delivery system got stuck in the esheath and the esheath was damaged (liner delamination). The patient experienced an iliac dissection and vascular surgery was performed. During surgery, a stent was implanted. Patient outcome was good. As per medical opinion, the root cause of the event might be related to the fact that the balloon was not coaxially aligned with the esheath when pulling back due to vessel tortuosity.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.